Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failure to aspirate was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr s/l groshong nxt catheter. The depicted device was assembled with a two-piece connector and was implanted in a patient. An extension set was attached to the luer adapter and a syringe was attached to the extension set. A small amount of clear fluid was present in the syringe. In the video, the plunger on the syringe was pulled back; however, the syringe did not fill with blood. When pressure on the syringe was released, the plunger returned to its original position. The clear fluid was successfully infused through the catheter and a second unsuccessful attempt was made to aspirate. While the catheter was observed to fail to aspirate in the submitted video, inspection of the video was insufficient to identify the cause of the operational failure. Potential contributing factors include precipitate occlusion and a lack of lubricant on the valve slit. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the affected catheter was placed in this patient on (B)(6). Blood could not be aspirated with the catheter, but injection could not be properly. X-ray showed that the tip of the catheter was positioned properly.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds3591 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the affected catheter was placed in this patient on june 30. Blood could not be aspirated with the catheter, but injection could not be properly. X-ray showed that the tip of the catheter was positioned properly.